Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient had been in the emergency room (ER) 3 times. It was thought it was related to the pump, but was not sure. It was noted that the problem might not be with the pump, but with the catheter. The patient had been to the ER every friday for the prior 3 weeks. The patient¿s spasticity would get so bad that their legs would start foiling in the air and this has never happened before. The patient would be given baclofen tablets and would get better but once the tablets wore off spasticity would return. This occurred right after a refill. The patient¿s pump was filled about 4 weeks prior and this happened shortly after that. It was noted that on (B)(6) 2014, they made some adjustments. They took the bolus away and worked it into the daily dose. The pump was interrogated and the pump was ok. An x-ray was also done and all the hardware was in place. At the time of report the patient was ¿like 25 % more spastic¿. The patient was taken off adderall. The patient never had an issue with the pump in the past and never had to use extra baclofen. The patient was in the hospital 2 days the prior week. They thought something else was going on but it wasn¿t. The patient had every blood panel. The pump was used to infuse baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been to the emergency department (ed) multiple times for intermittent episodes of increased spasms, low grade fever, and tachycardia which was lasting from 30 minutes to 1 to 2 days. Other medication (oral, etc) the patient was taking at the time of the event included oral baclofen (10 mg tablets) - given 15 mg every 6 hours as needed for increased spasms. It was further reported the cause of the symptoms was unknown regarding the paroxysmal episodes of increased tone, hypertension, and diaphoresis followed by episodes of altered mental status. The health care professional (hcp) was unsure of etiology but believed it may be intrathecal baclofen therapy related and other causes were ruled out (r/o) so empirically replacing the system could be consistent with withdrawal followed by overdose. The pump and catheter were replaced on (B)(6) 2014. The issue had been resolved. The patient recovered without permanent impairment.